Manufacturer narrative:
(B)(4) as no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) system exhibited pocket necrosis. The patient was to undergo a revision procedure at a different facility and boston scientific has not been notified of the outcome. The cause of the pocket necrosis is unknown.